Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) of 500 mg/dl; cause was unknown. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding elevated bg .